Manufacturer narrative:
Code 86: the mfg and qc records for the lot of vasoseal involved in this event were reviewed. Code 100: the mfg and qc records found no deviations from specification. Code 200: co's evaluation of the returned product confirmed that the vasoseal sheath had separated from the hub. Both plugs were highly compressed and still inside the sheath. It is not known what, if anything, prevented the complete deployment of the firts plug, although a shift in occlusive pressure during deployment could be responsible. Steady occlusive pressure must be held througout the procedure, and the first plug fully ejected using a push-pull technique before deployment of the second plug is begun.

Event description:
Product was used following a cardiac catherization procedure. The operator was not able to deliver the collagen because the sheath separated from the hub. There were no clinical complications.